Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the shaft of a tip up fenestrated grasper instrument was broken. It overlapped the instrument end, and they were unable to remove it from the trocar, so they had to remove the entire trocar with the instrument from the port. Site did not use the instrument release key and there was no damage on the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
As of the date of this report, the tip up fenestrated grasper instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device the tip up fenestrated grasper instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 1.92¿ from the distal tip. Components adjacent to this broken main tube do not show damage. Probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.